Event description:
It was reported that patient underwent procedure utilizing two bipass suture passers and an arthropasser retriever in 2009. One bipass suture passer's internal canal was blocked and the other passer's fixation plate was damaged. The arthropasser retriever's opening system was damaged. During procedure, due to complications reported, a two hour delay in procedure was experienced.

Manufacturer narrative:
Additional information was received from another country's MFR, stating the two bipass suture passers were attempted for use in the same procedure. However, the arthropasser retriever was attempted for use in a different procedure involving another patient. It is unclear which procedure incurred the two hour delay.

Manufacturer narrative:
Evaluation of the returned the component found that the actuator that provides a means for the jaws to open and close failed due to misuse from excessive force opening or closing jaws.this report filed september 1, 2009.

Event description:
It was reported that patient underwent a procedure utilizing two bipass suture passers and an arthropasser retriever in 2009. One bipass suture passer's internal canal was blocked and the other passer's fixation plate was damaged. The arthropasser retriever's opening system was damaged. During procedure, due to complications reported, a two hour delay in procedure was experienced.

Event description:
It was reported that patient underwent procedure utilizing two bipass suture passers and an arthropasser retriever in 2009. One bipass suture passer¿s internal canal was blocked and the other passer¿s fixation plate was damaged. The arthropasser retriever¿s opening system was damaged. During the procedure, due to complications reported, a two hour delay in procedure was experienced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.